Manufacturer narrative:
The samples are lithium heparin plasma. On (B)(6) 2010 the customer performed system check which met effectively. A bci field service engineer (fse) performed system check, which met specification. Fse performed major preventive maintenance and replaced one broken pinch roller. Fse verified all testing performed met specification. A clear root cause is undetermined for this event.

Event description:
A customer contacted beckman coulter (bc) in regards to erroneous low thyroid stimulation hormone (tsh) on one patient sample generated by unicel (r) dxc 600i synchron access clinical system. A sample was redrawn and tested on the same unit and an alternate unit which resulted in higher number. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.